Event description:
Contact regarding 305789, 1 ml 27 g x 1/2 bd eclipse syringe. A safety shield detached from the needle during activation. Bd medical surgical quality assurance and regulatory affairs has evaluated report and sample. The sample was inspected for any mfg related defects that would have contributed to the reported condition. No defects were noted. The pin dimension on the safety shield was also inspected to ensure that this critical dimension was within specification. Measurements found the dimension to be within the product specification. Based on this info we are unable to conclude that this was the result of a mfg related defect. A review of our record indicated that this is the first reported incident on the returned product lot number. Our records also indicated that there are no significant trends on this product line for this type of defect. Bd is proud of the quality of its products and concerned to learn of the difficulty experienced.bd would like to assure rptr that when such incidents are brought to its attention bd makes every effort to determine the cause and initiate any corrective actions, if needed. Bd will continue to monitor this product lot number for any future occurrences of this defect.